Event description:
It was reported that the patient noted a mark on their chest that they thought looked like a spider bite but kept getting bigger and more red. The patient noted that it eventually opened and the cardiac resynchronization therapy defibrillator (crt-d) "fell out." Cultures were taken and pseudomonas aeruginosa was identified. The crt-d was explanted, the left ventricular (lv) lead was cut and partially explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4965-50 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.